Manufacturer narrative:
Results evaluation: investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. It was noted that a scratch of approximately 4.0mm was found in the wall of the cuff, 24mm from the distal tip of the tube. The user facility did not record the lot number so a review of other reports on this lot was not possible. Though, there had been one other complaint of this nature on this product code, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the customer stated that the cuff only became deflated after several days in use, as such, this incident is unlikely to be the result of an assembly fault. We feel the most likely root cause for this incident is that the cuff became damaged in use following movement/repositioning of the tube. The observed damage to the cuff is characteristic of snagging during insertion. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.